Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic pulmonary segmentectomy, the device made an unusual noise and did not fire. There was no patient injury.